Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 90% stenosed, eccentric, de novo circumflex artery, intravascular ultrasound (ivus) was performed and direct stenting with the 3.0 x 12 mm xience v stent delivery system (sds) being advanced but could not cross the lesion and was removed from the anatomy. Pre-dilatation with a 2.5 x 10 mm non-abbott balloon catheter was performed and it was confirmed that the xience v stent distal edge was a little flared but the sds was introduced a second time to the anatomy when the stent dislodged from the sds while being inserted into the y-connector (rhv). The physician retrieved and removed the stent implant with his hand from the rhv. A different non-abbott stent was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: camino 6f jl4.0. (B)(4) re-insertion, use after damage, no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage and stent dislodgement were confirmed. It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Also, the IFU states, do not use if any defects are noted, and the IFU states, an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged and/or dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency.